Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. A picture has been sent and shows a broken multifix s-ultra anchor. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the primary case, performed on (B)(6) 2018, had consisted of a bicep tenodesis using a 4.5 mm healicoil pk and a rcr using 3x #2 ultrabraid pulled to a 5.5 multifix s ultra.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. The instruction for use were reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Care must be taken to avoid creation of a shallow bone hole. Use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Individually tensioning the sutures may cause the device to back out of the bone hole. Over tensioning the suture may result in incomplete insertion or implant pull out. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that a revision surgery was performed, on (B)(6) 2019, for removing a 4.5 mm healicoil pk implant. Furthermore, upon review, it was observed a small tear in the supraspinatus, minimally retracted and spanning 10-12mm a-p, which was corrected by using two 5.5 mm healicoil pk implants. Upon MRI and arthroscopic examination, it was determined that the 4.5 mm healicoil pk implant had pulled out of its insertion point and had separated in two pieces. Both the threaded piece in the bursal area and the anchor tip were still attached to the suture in the cuff. The primary case, performed on (B)(6) 2019, had consisted of a bicep tenodesis using a 4.5 mm healicoil pk and a rcr using 3x #2 ultrabraid pulled to a 5.5 multifix s ultra. The patient outcome is unknown.